Manufacturer narrative:
Device evaluation follow-up #1 submitted 8/23/2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. No pump conditions or indications of a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within specification. The user's daily insulin delivery totals were reviewed and they correctly reflect the programmed basal rates. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter, the patient's wife, contacted animas to report the patient obtained erratic blood glucose readings ranging from 38 mg/dl to 398 mg/dl for a few weeks. No specific dates/times were provided. The patient suffered the symptoms of weakness, sweating, clamminess and disorientation when his blood glucose levels were low. When his blood glucose levels were high, the patient experienced the symptoms of sleepiness and headache. The reporter noted the patient uses a continuous glucose monitor which alarms him when the blood glucose levels are low. The patient received the treatment of turning off the pump's insulin delivery and oral carbohydrates and food. The patient did not seek any medical attention. Troubleshooting revealed no issues with the infusion set or infusion site, and all pump settings, programming, basal setting and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.